Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: he measured his blood glucose level with an accu-chek mobile meter, which resulted in a value of 342 mg/dl and with an accu-chek performa meter with a result of 128 mg/dl. The patient performed a second comparison with the same meters within 15 minutes and obtained the following results: 310 mg/dl with the accu-chek mobile meter and 82 mg/dl with the accu-chek performa meter.